Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. No unexpected pump error or error alarms noted during testing however, the formatted history file confirmed pump error (line number 352 file number 680) and pump error alarms. Problem isolated to the electronic assembly as per global logic analysis. Insulin pump failed to download history files and traces using thumps. Unable to upload, download isolated to the electronic assembly. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated they were able to successfully clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.